Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed accuracy at +8%. There was no patient involvement, no injury was reported.

Manufacturer narrative:
One device was returned for analysis of complaint that it fails accuracy +8%. There were no services previously reported. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional tests were performed. Occlusion test and accuracy tests were performed 3 times and failed accuracy was not replicated. Probable cause of reported malfunction is unknown. Device passed all testing criteria.